Event description:
It was reported that during patient use, the ventilator lower display became distorted. The patient was transferred to another ventilator without any reported harm or injury. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The customer support engineer (cse) evaluated the device and verified the reported malfunction. The cse replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb), and the gui communications backlight cable to resolve the issue. The unit passed all tests and calibrations, and was operating within the manufacturing specifications.